Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the battery was depleting quickly which resulted in the pump shutting off. There was no reported impact to blood glucose. Reportedly, customer declined troubleshooting.